Event description:
Procedure type: abdominal perineal resection. According to the reporter: the device would not release from the tissue once it was fired. The surgeon had to remove the device by cutting it off the tissue and then had to oversew the perineum tissue. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).